Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction " data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure."

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.